Manufacturer narrative:
Investigation is ongoing. This is one of two reports being submitted for this case.

Event description:
Per report received from japan, a patient underwent a transfemoral (tf) transcatheter aortic valve replacement (tavr) and received a 26 mm sapien 3 ultra resilia (s3ur) valve. When inflating the balloon of a commander delivery system (ds) to deploy the s3ur valve, strong resistance was felt. Thus, the valve was deployed with 3 ml less than nominal volume although it was planned to be deployed with nominal volume. A post dilation was performed with the same (nominal -3) volume. After withdrawing the ds, trans thoracic echocardiography (tte) revealed mild-moderate pvl. Therefore, a post dilation was performed again with nominal volume by using 25mm edwards balloon catheter. After the 2nd post dilation, the operation was completed with mild pvl. At a follow-up examination after the discharge (exact date unknown), the patient complained of lassitude. Tte revealed increased pvl (mild-moderate). Since anemia was also observed, the patient was diagnosed with hemolytic anemia due to the increased pvl. The patient was put under observation. Options of treatment including bav are under consideration. Per additional follow-up information, no abnormalities such as kink were observed on the ds during device preparation or procedure. For the hemolytic anemia, a blood transfusion was performed (exact date unknown). The patient was still put under observation.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections b4, g3, g6, h2, h6: type of investigation, investigation findings, investigation conclusions and h11 has been updated. The device was not returned to edwards lifesciences for evaluation. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this event is not required at this time. The complaint for "inflation difficulty and/or incomplete inflation" was unable to be confirmed. As the device was not returned, engineering was unable to perform any visual examination, functional testing, or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined. However, review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. As reported, "the size of annular area was 533 mm2. When inflating the balloon of a commander delivery system (ds) to deploy the s3ur valve, strong resistance was felt. Thus, the valve was deployed with 3 ml less than nominal volume although it was planned to be deployed with nominal volume. A post dilation was performed with the same (nominal -3) volume." In this case, it is possible that the patient's challenging anatomy such as tortuosity, calcification, annular constrains, and undersized vessels could create difficult bend angles and constrained conditions, which may have led to higher resistance as reported. Additionally, the delivery system may have torqued due to challenging anatomy to overcome the resistance and constrained the fluid pathway during thv deployment and subsequently caused the inflation difficulties as reported. As such, available information suggests that patient (challenging anatomy) and/or procedural factors (device torqued) may have contributed to the complaint event. However, without applicable imagery or device returned, a definitive root cause is unable to be determined at this time due to insufficient information. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.